Event description:
Procedure: lobectomy. According to the reporter: the customer stated that two staples jammed the device when it was fired over bronchus and had to be forced open. They pulled the instrument off the bronchus. It took a half hour to fix the problem. They noticed the air leakage while checking the closure and it was treated with fibrin glue (tachocomb).

Manufacturer narrative:
Date initial report sent: 11/30/2007.